Event description:
It was reported that the tubing of an unspecified quantity of non-dehp y-type catheter extension sets separated from the "hub". The reporter described the issue as "y-sites that could be pulled apart easily" and "units were found to easily pull apart at the hub". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection identified that the tubing was separated from the male luer. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.